Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead revision was performed due to high capture thresholds. It was noted that the lv lead had pulled back a little but did not appear to be fully dislodged. The lead was removed and replaced due to tissue ingrowth. Lead will not be returned. The patient was stable before, during, and after the procedure.